Manufacturer narrative:
(B)(4). Dyspareunia. Additional information: (B)(6) of 2009 the patient developed dyspareunia, pain with walking and diagnosed with mesh erosion in vagina bladder neck and mid-urethra. It was also noted that patient has an unknown mesh that was used for a cyctocele. Mesh was removed on (B)(6) 2010 by (B)(6).

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2005 and mesh was implanted. The patient experienced pain, infection, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion code 67, 92: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.